Event description:
Initially the dr had difficulty inflating the iab using a syringe with a 40 cc vacuum. The iab was used without any problem. Event complications: unknown-report 9/17/96. Pt's current status: unknown-rpt'd 9/17/96.